Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant. During the procedure, it was noted that the atrial lp exhibited difficulty in separating from the catheter. Post-procedure, it was found that the atrial lp was exhibiting loss of capture with high capture thresholds 80 minutes post procedure. Stat chest x-ray showed atrial aveir had dislodged and embolized. The device was explanted. The patient was stable.